Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patients leads had migrated. Surgical intervention took place where the leads were explanted and replaced. Therapy was restored post-op. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Date of event is estimated.